Event description:
The reporter indicated the surgeon inserted a (B)(4) collamer aspheric single piece lens but the injector plunger overrode and tore the lens. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B)(4): method - lens work order search. Result - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)